Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Since defect is not confirmed and review of DHR showed no indication of the alleged defect, no corrective action are required at this time.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: "the needle is expelled when trying to make the application of the product". Impacted 30g needle set: 18080056 (lot supplier: 180319, reference: 304000). According to the description, I think that the needle detached from the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: "the needle is expelled when trying to make the application of the product" impacted 30g needle set: 18080056 (lot supplier: 180319, reference: 304000). According to the description, I think that the needle detached from the syringe.